Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A new rv lead was implanted due to subclavian crush. The doctor determined the medial position of the lead, lead to the eventual erosion of the insulation and fracture of the rv pace/sense portion of the lead. He did not believe there was any manufacture defect of the lead. There were no adverse patient side effects reported. Should additional information becomes available, this event will be updated.